Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the 4.7 f stent was occluded when in contact with the 0.035¿¿ guide wire supplied and was difficult to be inserted into the human body. The operation time was delayed and the hcp operation arrangement was affected.